Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's monitor was not displaying. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power inlet burned/damaged and error e207 due to xenon lamp failure. A root cause could not be identified. Based on the results of the investigation, the customer allegation could not be established. Additionally, the most probable cause of the additional findings is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.